Event description:
Self-tester reported: protime inr 1.9 and 1.6 vs reference lab inr 3.6. Therapeutic range: 2.5 to 3.0. Self-tester reported generating inaccurate readings with the protime meter and no longer uses the meter. No change in medication reported. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer investigation pending collection of additional information about the pt, pt results and the timing of the reference lab results. Device evaluation pending, device returned to manufacturer.